Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed as well as external ram crc error. Customer's blood glucose value was 240 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer stated that they were not able to complete rewind. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test and unexpected restart error test. No unexpected restart alarm and unexpected restart alarm noted.